Event description:
It was reported that when using the bd pyxis¿ medstation¿ es was not showing the current patients admitted to the unit. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patients were not crossing over. A technical support specialist (tss) dialed into the 6d and 6b and there the tss was able to find the missing patient, then the tss tried to access the database (db) but getting error the database dsserveroltp was not accessible. So, the tss connected with the lead system engineer and confirmed that the database administrator (dba) might remove the access. After that informed the customer that the patient appeared on both 6d and 6b. After that the customer confirmed that there was no reported issue on missing patient for 6b-e. The system functioned as intended after the technical support specialist troubleshot the device.